Manufacturer narrative:
The customer¿s report that there were defective pcu (8015) keypads resulting in the devices not turning on was confirmed on 1 out of the 3 returned keypads. Physical inspection noted 1 of the 3 front case/keypad assemblies (s/n) was observed with a broken flex cable trace (20). 2 of the 3 front case/keypad assemblies (s/n¿s (B)(4)) had no issues observed. The ac indicator light did not illuminate on 1 (s/n (B)(4)) out of the 3 keypads after plugging in the power cord and the system on key was not functioning as intended. All other keys functioned as intended. The other two keypads (s/n¿s (B)(4)) with the ac indicator lights illuminating as expected were observed with all keys functioning as intended. The proximate cause of the customer¿s report of defective pcu (8015) keypads resulting in one of the three received devices not turning on is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. The root cause of the customer¿s report of defective pcu (8015) keypads resulting in devices not turning on was not identified on two of the three received devices. Device history review: review of the pcu module (B)(4) service history record showed the device had a manufacture date of 08may2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 22oct2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only front case keypad assemblies was provided for the investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. The issues were noted before use.